Event description:
It was reported the device was used during a urology procedure. It was reported by the affiliate that the "legs" of the clips cross themselves. There was no consequence to the patient.

Manufacturer narrative:
Device returned with no batch identification.